Event description:
I used fixodent for several years and my health kept getting worse. I really don't know what is in that stuff but it really made me sick. I now have seizures, and permanent neuropathy and they also think p.d. So I will never walk again and need care and medical treatment for the rest of my life. Pain and tingling in arms and legs. Neuropathy. I am on about 20 medicines and in a wheelchair. Needs help dressing, bathing, etc. I need help now that did before. Seizures, it has made my wife have seizures. She is no longer the woman I married. She has lost all muscle in her legs and arms. She needs surgery just to look normal again. Plastic surgery. Dose or amount: denture cream, frequency: 2 times daily, route: oral. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no. I think it will be better if you could find something to help my wife. We have not had sex in yrs. It hurts her too bad.